Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during implantation of an impella cp excessive kinking of the sheath and catheter was noted at the access site. No patient harm was reported.

Manufacturer narrative:
Added: d3. Pd-any device-(twist, bent, kinked): the cause of product damage was most likely patient condition related since patient was large and had tough anatomy. Pd-catheter-(twist, bent, kinked): the cause of product damage was most likely patient condition related since patient was large and had tough anatomy. Difficult to advance: the cause of the difficult to advance was most likely patient condition related since patient was large and had tough anatomy.

Manufacturer narrative:
D4: corrected serial number and UDI.